Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly, and no issues were found with the telescope marker band or femoral marks. The device appears to be in good condition. Media returned by the customer was inspected and showed a picture of foreign material on a paper sheet.

Event description:
It was reported that device sterility was compromised. The opticross hd imaging catheter was used. During insertion of the catheter, a foreign object landed on their hand. The foreign objects are attached with a sticker inside the collected bag. The sterility can be compromised upon opening of the devices since the fragments can fall in. The procedure was completed with the original device used after confirming that no foreign matter was attached. No patient involvement was reported.

Event description:
It was reported that device sterility was compromised. The opticross hd imaging catheter was used. During insertion of the catheter, a foreign object landed on their hand. The foreign objects are attached with a sticker inside the collected bag. The sterility can be compromised upon opening of the devices since the fragments can fall in. The procedure was completed with the original device used after confirming that no foreign matter was attached. No patient involvement was reported.